Manufacturer narrative:
The device was received for evaluation. Visual inspection on the sample via the naked eye noted the stressmember flange had been damaged. The reported condition was verified. The cause of the reported condition could not be determined; however, further inspection suggested the damage was caused by excess force or heavy object placed directly onto the stressmember flange, resulting in damage to the flange. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tube in the large volume intermate broke off. This issue occurred during filling prior to patient use. There was no patient involvement. No additional information is available.